Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg model was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg was explanted and replaced with a different model. Effective therapy was reportedly resumed postoperative.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient did not charge her ipg due to decreased use while undergoing unrelated health issues. It is unknown when the patient last charged her ipg. The patient has been without stimulation for approximately 1 year. The patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.